Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the right and non-coronary cusps were stiff due to host tissue on the outflow. The l eft cusp was slightly stiff where host tissue partially filled the outflow. Remnants of pannus remained attached to the sewing ring on the outflow extending slightly to the outflow rail of the left cusp. Traces of pannus were observed on the inflow of the sewing ring. Tan thrombotic appearing host tissue filled and stiffened the non-coronary and left cusps on the outflow; partially filling and stiffening the right cusp. Radiography showed no evidence of mineralization in the valve and/or host tissue. The device history record was reviewed and showed that this valve met all manufacturing specifications for product released to distribution. A conclusive cause to the pannus and thrombus formation was not determined, however, these are known failure modes for bioprosthetic valves. These findings are generally considered a patient related condition.

Event description:
Medtronic received information that this bioprosthetic valve was explanted after one and a half years implant duration. It was reported that the patient developed recurrent symptoms of shortness of breath and cough. Subsequent echocardiogram noted critical aortic stenosis. Intraoperatively it was noted that the anterior pericardium was severly thickened and the right coronary leaflet had a large amount of what appeared to be pannus formation, causing leaflet restriction. The non-coronary leaflet had mild pannus formation and the annulus was debrided back quite a bit. The valve was replaced with another 23 super annular pericardial valve, with no adverse patient effects.